Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging he was unable to test on his onetouch ultra2 meter because, it was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. On (B)(6) 2012 at 8am, the patient reported the alleged issue first began. The patient reported taking oral medications (type and dose unknown) with diet and exercise to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown time after the alleged issue occurred, he developing symptoms of being "shaky." The patient denied receiving any medical treatment in response to the alleged symptoms. At the time of troubleshooting, the cca was able to determine the battery did not need to be replaced. The cca noted there was no misuse of the subject meter and it was not the first time it had been used. The patient was educated on the meter's behavior and the auto shut off function, but the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported an adverse event because, the patient claims he was unable to test on his meter due to the alleged issue, and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.